Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used in a calcified vessel. Estimated date (reported as occurred in past six to twelve months). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was inspected and was found to be partially deployed. The thumb advancer was 4mm proximal of step 3 with the vessel locator wings in the opened position and the plunger was engaged with the number 2 visible in the window. The exchange sheath was completely slit and slightly damaged at the distal tip as it was stretched during thumb advancement thereby striking the opened vessel locator wings. The carrier tube was found to be distal of the garage tube. During the internal examination the garage block was found to have been proximally displaced against the pusher block. The catch and trigger pin were in the pre-deployment positions indicating the clip had not been deployed. Based on these findings the reported experience of failure to deploy clip is confirmed. Although the device deployment was not completed through thumb advancing and clip deployment, the proximally displaced garage block would have prevented clip deployment and the resistance encountered during thumb advancement would have prevented the completion of the thumb advancement. The garage blocks proximal displacement during thumb advancement indicates the device encountered excessive resistance during thumb advancement. The cause for the damaged sheath, incomplete thumb advancement and subsequent failure to deploy the clip appears to be due to the resistance encountered during advancement of the thumb advancer and is related to the operational context during use. The removal of the device with the vessel locator wings in the opened positions most likely contributed to the reported difficult removal. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. Another contributing factor to the reported complaint is the use of the device in a calcified artery; the instructions for use under precautions states, do not deploy the device in areas of calcified plaque. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. In addition, a query of the complaint-handling database was performed and there is no indication of a lot specific manufacturing or product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a calcified artery after an interventional procedure. Reportedly, the clip could not be applied. There was difficulty in removing the device from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.